Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago.additional suspect medical device component involved in the event:product family: scs-paddle leadsupn: m365sc8216700model: sc-8216-70serial: 7063004batch: 7063004

Event description:
It was reported that patient had a scs explant procedure due to inadequate stimulation. No further information could be obtained despite good faith efforts.